Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube crystallized. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the insertion tube being crystallized: the customer may not had used the device in accordance with the IFU. The event can be detected/prevented by following the instructions for use which state: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. The preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had crystallization on the scope body. This issue occurred during reprocessing. There were no reports of patient involvement.